Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has received sureform 60 stapler instrument (l10220930-0119) involved with this event and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have multiple engagement failures, error code 22020, roll hardstop failures and grip axis failures based on log review. The engagement failures were not replicated during in-house testing. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization. The instrument passed recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 60 reload. Visual inspection was performed and no damage was observed. The instrument was found to have a binding roll bushing. The instrument¿s main tube was manually rotated and friction was observed. The root cause of this failure is attributed to manufacturing. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric procedure, two sureform 60 staplers were unable to calibrate when used. The first sureform 60 stapler (l10220930-0119) used did not calibrate at all. The second sureform 60 stapler (l10220930-0125) also did not calibrate but was able to fire 5 reloads successfully. The surgeon resolved the engagement failure issue by stitching the target tissue and completed the procedure without a stapler. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted bariatric procedure, two sureform 60 stapler instruments were unable to calibrate when used. The first sureform 60 stapler (part #480460-09; lot #l10220930-0119) used did not calibrate at all. The second sureform 60 stapler (part #480460-09; lot #l10220930-0125) also did not calibrate but was able to fire 5 reloads successfully at some point. The surgeon resolved the calibration issue by stitching the target tissue and completed the procedure without a stapler. The procedure was completed with no reported injury. The instruments were inspected prior to use and no damage was observed.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. Intuitive surgical, inc. (Isi) received the blue and white sureform 60 reloads involved with the reported event for failure analysis evaluation. A blue sureform 60 reload was evaluated. Upon visual inspection, the reload appeared to be unused and unfired. The reload was fired successfully with an in-house instrument when placed into an in-house system. All staples deployed from the reload. The root cause is attributed to non-device related factors. A white sureform 60 reload was also returned to isi for evaluation. The reload was found to be already fired. A visual inspection of the reload found no physical damage to the cartridge. The blade was at the distal end and was not exposed. All the pushers had deployed properly. However, there was a staple lodged at the distal end within the cartridge. The cover did not exhibit any physical damage and was removed from the cartridge. The blade was inspected and did not exhibit any mechanical indentation or scratch marks. The lodged staple was removed, and no damage was found at the location where the staple was removed from. The root cause of the lodged staple is attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.